Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas experienced a touchscreen detachment rendering the screen nonfunctional, and a replacement device was arranged while the patient used backup therapy; blood glucose at the time of contact was 108 mg/dl. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included review of device history, data synchronization instructions, shipping logistics, and request for return of the original device for evaluation. Investigation of this case revealed a hardware failure involving the display assembly consistent with a broken or delaminated screen. It was concluded that the event was related to a malfunction of the ilet touchscreen component without patient harm.